Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded and evaluated the electronic records from the customer¿s device. It was observed that when the dc power adapter (dcpa) was connected to the device there was a continuous switching of its power source between the dcpa and the device batteries. The dcpa was not provided by the customer for evaluation. It is unknown if this behavior is related to the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on or off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device intermittently would not power on or off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.